Event description:
Healthcare professional reported "intracapsular leak". This record is for the left side. The device remains implanted and it will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d.6b, h6.

Event description:
The device has been explanted and replaced. "Hole, non-specific", "ruptured device" was found upon surgery.